Event description:
A report was received that the patient was experiencing tingling/numbness and weakness in her lower extremities and some loss of bowels. The patient underwent a surgery to relieve the pressure on the spinal cord and achieved relief at that point. However, the patient¿s symptoms returned. The patient was admitted to the hospital and underwent an explant procedure. The patient reportedly regained normal feeling and sensation in her extremities and bowels post operatively. The physician did not believe that the neurological symptoms were device related. It was unknown if procedure related.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model#: sc-1110-02, serial #: (B)(4), description: precision implantable pulse generator. The explanted devices were not returned to bsc as they were discarded by the medical facility.